Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The healthcare provider had requested a device interrogation for the patient with a pump that had been admitted for headaches. The patient had a pump refill on september 7th at the healthcare provider¿s office. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The representative was going to the hospital to see the patient and interrogate the pump. At the time of the report there had been no interventions or actions taken. The issue was not resolved at the time of the report and the patient status was alive, no injury. Additional information received reported it seemed to be the patient started experiencing the headaches in the last week or so. When the representative reported the pump print out to the hospitalist they stated that they had done a thorough workup and were confident that the patient could be discharged. The actions and interventions were unknown as was the cause of the headaches.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.